Event description:
It was reported that the patients ams 800 artificial urinary sphincter (aus) 3.5cm cuff removed and replaced with 4.5cm cuff because the "patient was in retention due to aus cuff being too tight". No further patient complications were reported in relation with this event.